Event description:
It was reported that the user announced a ¿less than¿ meal and then disconnected the infusion set to shower, after which blood glucose rose to 334 mg/dl; the user reconnected and glucose began to decline, and the user did not perform ketone testing, use backup therapy, or seek medical care. Symptoms included hyperglycemia without associated clinical sequelae. Outcomes included a temporary elevation of blood glucose outside target for about one hour, with resolution after reconnection. Investigation included troubleshooting and education regarding pump dosing behavior during disconnection and the impact on automated insulin delivery. Investigation of this case revealed that therapy interruption due to user-initiated disconnection prevented automated algorithm dosing for a larger-than-announced meal, resulting in hyperglycemia, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set disconnection and meal under-announcement, not a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.